Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval, returned to manufacturer on, device return to manuf ., device eval by manufacturer, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of propofol. The propofol was intended to infuse at a rate of 60ml/hour with a total volume to be infused of 70ml. The patient reportedly received 500mg of propofol unexpectedly quickly. Following the event, the patient became apneic and hemodynamically unstable. The patient was intubated with laryngeal mask airways and given ephedrine and phenylephrine. It was noted the pump module latch screw was partially backed out.

Event description:
It was reported that there was an over infusion of propofol. The propofol was intended to infuse at a rate of 60ml/hour with a total volume to be infused of 70ml. The patient reportedly received 500mg of propofol unexpectedly quickly. Following the event, the patient became apneic and hemodynamically unstable. The patient was intubated with laryngeal mask airways and given ephedrine and phenylephrine. It was noted the pump module latch screw was partially backed out.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.